Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015, the patient experienced a low blood glucose (bg) of 37mg/dl with dizziness and confusion. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require assistance of a third party to treat the low bg. Customer technical support reviewed the pump with the reporter and found that the total daily dose basal delivery totals matched the active basal program totals, and that the basal history matched the active basal program settings. The reporter confirmed that the patient was using advanced bolus features. Additional troubleshooting could not be completed at the time of the complaint. A cause of the alleged bg excursion could not be determined. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy and the pump could not be ruled out as a contributor.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: a review of the black box indicated that the first basal delivery occurred on (B)(6) 2015 at 09:30, and the last basal and bolus histories were delivered on (B)(6) 2015. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. There were no defects found on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.